Event description:
International customer reported that the suture spontaneously broke at two separate locations along the strand one day following strabismus surgery. The pt was returned to surgery for repair. The broken ends were reported as " straight across."

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.